Event description:
It was reported that during an unknown procedure, a lot of smoke was found during procedure. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was connected to a test handpiece and generator and the max hand control button was not functional. During functional testing no smoke was noted. The device was disassembled to inspect internal components and corrosion was found under the max button hand activation dome. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the max hand activation buttons. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad and the smoke.